Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed multiple loss of prime warnings associated with zero force. The rewind, load, and prime steps were performed during eval with no alarms occurring.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.